Manufacturer narrative:
Date of event was reported as (B)(6) 2017 (thursday or friday). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, urinary control, and gastrointestinal/pelvic floor. It was reported that the patient believed the device was off because they had symptoms like prior to the implant. The patient stated that it seemed the implantable neurostimulator (ins) was not stimulating them and they had a return of symptoms (having to run to the bathroom). It was noted that the patient had a bad fall less than a week ago before the issue occurred. X-rays were taken and their healthcare professional (hcp) told them that the placement of everything seemed good. The patient stated that the ins system worked fine when it was checked after the fall but now they had a loss of therapeutic effect. The patient did not feel the stimulation and the therapy was on. The patient was redirected back to t heir hcp for follow up. There were no further complications reported or anticipated. [Omitted information related to pe 701742350: pp communications issue]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1erj4, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead, date of event (B)(6) 2017 is valid/exact. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they fell three days following their implant in march had they had return of symptoms shortly after. Reduced therapy efficacy was reported. It was noted that impedance tests were done and the device was reprogrammed on multiple occasions and ultimately surgical intervention. It was noted that x-ray image showed possible slight migration of the lead. The rep reported that a decision to surgically revise was made, revision was done on (B)(4), the existing lead was successfully removed and entirely new lead was placed. The issue was resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1erj4, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had notified their physician of the event. They fell right on their back and the hcp took x-rays. The hcp said that the leads had moved from the fall. They were going to try the four programs that were programmed and, if they didn't relieve the symptoms, they would have to replace the leads.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va1erj4, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient had a follow-up scheduled to talk about a possible replacement of the leads.